Event description:
The customer called, reporting the uom changed in their freestyle meter after the battery was changed. The customer's meter is one that the uom is selectable. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
Complaint is confirmed. Performed phase I investigation per work instruction. 8.5 100w04 rev g and doc-7447 rev b using returned meter . Meter is unlocked to mmol/l. Connected meter to pc. Downloaded glucose log, error log, and calibration parameters. Readings with a 18 cal code were not found in glucose log. 0300, 0015, 0204, 0800 errors were found in error log. E3/e4 errors with low battery icon were not observed. Calibration parameters were within specification. Memory overwrite was observed. Customers and retailers have been informed through the fa16may2006 letter.